Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient experienced a skin reaction characterized by a rash and an infection beneath the sensor overlay patch area, which developed approximately two days after sensor insertion. On (B)(6) 2026, the patient's daughter observed signs of infection at the insertion site and brought the patient to a physician for evaluation on the same day. During the examination, the patient was noted to have developed a rash, which was described as consistent with her typical reaction to an infection. The patient was prescribed an unspecified oral antibiotic. No diagnostic testing was performed during the visit. Following the evaluation, the patient was discharged home on the same day. At the time of the report, the patient was reported to be doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.